Event description:
A customer contacted beckman coulter (bec) reporting that there was a fluid leak of approximately 3 drops from the probe of the coulter ac*t diff 2 hematology analyzer after processing a sample. The leak was contained on the cap of the sample vial that was run on the instrument. There were no instrument generated errors associated with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found fluid residue underneath the probe wipe which was getting onto the top of the sample tube caps. The fse replaced the probe wipe to resolve the problem. No other instrument problems were found. System performance was validated. Failure mode is related the probe wipe. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).